Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was 120 mg/dl to 113 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that there were no responding buttons. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was not completely blank. Customer report alarm occurred during the time that the buttons were not responding. Customer reports insulin pump had insert battery alarm. Customer was unable to successfully clear the alarm. Customer reports insulin pump buttons did not begin to work in less than five minutes without battery change. Customer was unable to try insulin pump with remote. Customer states they remove battery from the insulin pump and insert battery alarm appeared on insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.